Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that foreign material was found inside the sterile packaging.

Manufacturer narrative:
Alleged failure: sls reference number: (B)(4). Description: scrub nurse activated the stryker disposable suction/irrigator with disposable tip with nacl attached. Once the nacl was in the gallipot (to be used at a later date), she noticed a greasy film floating on the fluid surface. Fluid + irrigation system was disposed of. A second system was put onto the sterile field with new nacl attached. The same problem occurred. A third system was then used (with a different lot number). This was fine and the surgery continued. None of the affected fluid was used on the patient. *update: did you see the film come out of the suction irrigator? No. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be set up issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.